Event description:
Caller (patient's wife) alleged discrepant results compared with an alternate point-of-care (poc) meter. Results as follows: date: (B)(6) 2012, inratio2: 1.0, poc: 1.7. Patient's wife stated that patient has been obtaining erratic results since (B)(6) 2012. Patient took inratio2 meter to doctor's office for comparison. Venous sample was used for correlation at doctor's office. Time between inratio2 and poc testing: not provided. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.